Manufacturer narrative:
Terumo did receive the actual device and visual inspection confirmed the complaint, the part was assembled incorrectly into the rocsafe kit. (B)(4). All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the flexible venous reservoir bag was assembled incorrectly. There was no pt involvement as this occurred out of box. There was no delay in beginning of surgical procedure.